Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic original meter. The pt's blood glucose results were 264mg/dl, 110mg/dl. Tests were done within <10 minutes with a difference of 73%. Pt did not experience any adverse events. No further info has been reported.